Manufacturer narrative:
D4 unique identifier (UDI) #: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2021. The patient was discharged. At the routine 45 day follow up transesophageal echocardiography (tee), it was noted that there was an approximate 4mm leak. No intervention was done at that time, and the patient was taken off of oral anticoagulant (oac) medication. The physician reported that the patient returned on (B)(6) 2025, for a computed tomography (CT) scan in preparation for a transcatheter aortic valve replacement (tavr) procedure. The scan showed a 5.4 mm peri-device leak with persistent contrast perfusion around the device and into the distal laa. The patient remained asymptomatic, and no thrombus was identified. No intervention is planned at this time.